Event description:
On (B)(6) 2014, the distributer contacted animas stating the patient experienced high blood levels of an unspecified measurement. The ketones were reportedly high. It was noted that there were lines through the display screen. There was reportedly moisture and corrosion in the battery compartment. The patient indicated that the battery compartment was not waterproof and was unable to tightly secure to the pump and that the yellow o-ring was visible. It was noted that the patient did not require medical intervention. The patient reportedly self-treated but there was no indication as to what methods of treatment were used. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged issue with the display screen. There was no indication of what the patient¿s bg value was at the time of the reported event. There was no additional information provided for this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 3:43pm. The long power interruptions were observed from (B)(6) 2014 to (B)(6) 2014 and from (B)(6) 2014 to (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery compartment was found to be cracked at the threads. There was no damage found to the returned battery cap and cartridge cap; both were used to complete the investigation. There was missing pixel lines on the display screen. Moisture/ corrosion was observed in the battery compartment and the battery compartment was found to be leaking during a leak test. The pump¿s cover was removed and there was moisture/ corrosion found to the display connector. A test display was inserted into the pump and the test display fully illuminated and was functioning appropriately. The pump was exercised on a 24 hour 1 unit/hour duration test and successfully reflected 24 units. The¿advanced bolus¿ calculations was found to be matching the manual calculation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.